Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving ziconotide via an implanted pump. The reporting hcp thought the concentration of the drug was 25 mcg/ml but was uncertain. The indication for pump use was non-malignant pain. The hcp reported that on (B)(6) 2019 the patient was in the ICU (intensive care unit) and was¿altered¿. Per the hcp, they were concerned it might be the pump causing this. They wanted to have someone come out to adjust the pump and turn it down. No further complications have been reported as a result of this event.